Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for eight patient samples tested with creatinine plus ver.2 on a cobas c 503 analytical unit. The first sample initially resulted in a creatinine result of 84 umol/l and it repeated as 63 umol/l. The second sample initially resulted in a creatinine result of 82 umol/l and it repeated as 62 umol/l. The third sample initially resulted in a creatinine result of 86 umol/l and it repeated as 68 umol/l. The fourth sample initially resulted in a creatinine result of 86 umol/l and it repeated as 68 umol/l. The fifth sample initially resulted in a creatinine result of 86 umol/l and it repeated as 70 umol/l. The sixth sample initially resulted in a creatinine result of 92 umol/l and it repeated as 74 umol/l. The seventh sample initially resulted in a creatinine result of 80 umol/l and it repeated as 63 umol/l. The eighth sample initially resulted in a creatinine result of 82 umol/l and it repeated as 66 umol/l.